Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, there was difficulty placing the lead. The lead helix would not extend on the first implant attempt. The lead was removed from the body and the helix still would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.